Event description:
Patient had a full revision performed. The explanted generator and lead were discarded.

Event description:
It was reported that the patient had high impedance observed and was referred for urgent revision. Patient mother did not want to start up anti-seizure medication for the patient. No known surgery has occurred to date. No additional relevant information has been received.